Event description:
Procedure: cholecystectomy. According to the reporter: when the pouch was opened to tore. Nothing fell in the patient cavity. Another device of the same model was used. There was no patient injury.